Event description:
It was reported that subsequent to a stenting treatment procedure the patient experienced chest pains and stent damage occurred. The target lesion being treated was located in the saphenous vein graft (svg). A 4.00x20mm promus element stent was deployed in the svg in (B)(6) 2012. One year later the patient returned with chest pain. Angiography was performed and discovered that the proximal end of the promus element stent was deformed. Reintervention was performed and a 4.00x12mm and 4.50x8mm quantum apex balloon catheters were used for dilation to "straighten" out the stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).